Event description:
A female patient reported experiencing an infection while using an unk product. The patient's medical records confirm that in 2006, the patient complained of redness, swelling and pain in the right eye, which was closed. The patient was found to have a small, paracentral infiltrate in the right eye, which appeared to be 2 days old and healing. The patient reported to the eye clinic having previously storing her contact lenses in tap water. The patient was 20/150 +2 uncorrected od, and 20/20 corrected os. The patient was prescribed zymar q1h and no contact lens wear was advised for both eyes. The next day, a follow-up, the patient's infiltrate was resolved. Zymar dosage was decreased to qid and no contact lens wear was recommended to continue. Patient was given a prescription for eyeglasses.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.